Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message on the sensor when compared to an unspecified result from a competitor meter. The customer experienced weakness, headache, leg aching, and pain in the eyes. The customer was seen in a hospital where glucose results between ¿501 mg/dl - 450 mg/dl and 480 mg/dl - 503 mg/dl¿ were obtained. The customer was administered unspecified serum and an extra dose of insulin injection for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.